Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. However, the pump passed displacement, basic occlusion, occlusion and no delivery test. No motor error alarm was noted. The motor passed motor test. No noise anomaly during blousing noted. The pump was received with cracked display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported of motor error during bolus. The customer's blood glucose reading was 258 mg/dl. The customer will return the pump for analysis.